Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision procedure for the addition of a plate due to a propagated fracture related to an implanted trochanteric fixation nail advanced (tfna) nail. Initially, on (B)(6) 2020 the patient was implanted with the reported devices for a distal 1/3 femur fracture as the patient had a total knee prosthesis (non-synthes) on 2017 distal to the original fracture. During the revision procedure a variable angle (va) condylar plate was implanted. The procedure was successfully completed with no surgical delay. Patient status was good. This report is for one (1) tfna fenestrated screw 95mm - sterile. This is report 3 of 6 for (B)(4).